Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, the instruction manual for the device states: "chapter 3 cleaning, disinfection, and sterilization procedures flush water and air into the air/water channel to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning the external surface with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned." Omsc determined that cleaning based on this instruction manual could prevent the reported phenomenon. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that a switch on the control body was broken and the nozzle was clogged. Reportedly, foreign matter came out from the nozzle. This event was found during the reprocessing after the gastroscopic inspection. In that procedure, the device was used in combination with the video system center cv-290. Then, olympus trading (B)(6) limited was informed that water did not hit the objective lens well due to the nozzle clogging, and the dirt on the lens could not be removed. Olympus trading (B)(6) limited could not confirm the event that foreign matter came out from the nozzle. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus trading ((B)(4)) limited. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus trading ((B)(4)) limited there was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the device at the user facility.